Event description:
Associated medwatch-reports: 2916714-2020-00618, 2916714-2020-00648.

Manufacturer narrative:
Reference code sz277r. Device name ennovate rod persuader. Serial number n/a. Batch number unknown. UDI device identifier (B)(4). UDI production identifier unknown. Basic UDI-di (B)(4). Unit of use UDI-di (B)(4). Manufacturing date unknown. No product at hand. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale, conclusion: in similar cases as the described, the rod persuader was not completely / correct attached at the pedicle screw. This leads to the jamming of the instrument . The IFU figures out, to ensure the correct attaching to the head of the pedicle screw. Therefore we assume a handling error as the most likely root cause. Corrective action: a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ennovate rod persuader. According to the complaint description the instrument jammed on the screw and the surgeon used a hammer to seat the counter torque. During the procedure there was a surgical delay of 15 minutes. Additional information received that there was no impact to patient just a case delay while removing the instruments. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00759 ((B)(4)), 9610612-2020-00760 ((B)(4)).